Event description:
A customer contacted beckman coulter inc. (Bec) stating that they were getting "high pressure low" errors on the unicel dxc 600i synchron access clinical system. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) assisted the customer in troubleshooting. The customer opened the hydropneumatic system and observed a leak coming from the top of the wash concentrate bottle. Cts directed the customer to stop the instrument, clean the wash concentrate solution and replace the bottle with a new one. The customer homed the instrument and 17psi was in range. No further leaking was observed. Troubleshooting with the cts resolved the issue and no service request was generated. (B)(4).